Event description:
After several episodes of not getting volumes on the ventilator, bronchoscopy done. Foreign body seen in airway. Removed foreign body without difficulty. Volumes then improved. Pt was not on a trach mask. The "foreign body" was the "cut out" piece of gauze from the drain sponge.